Event description:
A leak from the hemostasis valve of the sheath was reported. There were no reported adverse patient consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture and tear was noted in the proximal seal. A tear was noted in the distal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the punctured and torn proximal and distal seals and subsequent leak remains unknown.